Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was and then inserted the wds. The closure device was deployed in the patient and successfully implanted in the laa. Post closure device release it was discovered that there was a pericardial effusion with cardiac tamponade around the right ventricle. The patient was given protamine post procedure and was brought to recovery. The patient was then brought back to the lab so the physician could perform a pericardiocentesis. The physician believes that the pericardial effusion was a result of the was during the transseptal insertion. The patient is recovering and expected to make a full recovery.